Event description:
It was reported that 15 bd discardit¿ ii syringes leaked blood past the plunger stopper during the blood draw. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "also noticed blood leaking into syringe barrel from the seal when being drawn during blood collection. Incident occurred with multiple units.".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-mar-2023. H.6. Investigation summary: 5 samples and 2 photos were received by bd for evaluation. A quality engineer was able to inspect the returned samples for the reported issue of leakage past stopper from lot number 2243382 and material number 300850. The investigating team has also used the retention samples of lot number 2243382 material number 300850 for investigating the reported defect. The device history review (DHR) of material number 300850 with lot number 2243382 was checked and there was no quality notification found on this lot number from its production date to its dispatch date. The investigation and simulation were carried out on four returned samples & one retention sample where the investigating team has functionally tested the samples for leakage. No leakage or cracked barrel was found. The original contaminated sample was used to investigate the complaint of barrel crack and leakage past stopper it was found that the sample confirms the defect. At barrel plunger assembly, there is a plate which provides support to barrel during plunger insertion. Gap setting was done manually. After multiple trials it was found that at 0.5mm of gap setting there is no leakage in syringe. A gauge filler was provided to line operator to ensure that 0.5mm of gap is maintained while adjusting it. After this adjustment, during ipqc leakage was checked and no leakage was identified. All operators are trained for this method of adjusting gap. Complaints received for this device and reported condition will continue to be tracked and trended. The investigation and simulation were carried out on four returned sample & one retention samples where the investigating team has functionally tested the samples for leakage and no leakage & no crack barrel was found. The original contaminated sample was used to investigate the complaint of barrel crack & leakage past it was found that the sample shows the defect of barrel crack & leakage past. So, defect is confirmed. At barrel plunger assembly, there is a plate which provides support to barrel during plunger insertion. Gap setting was done manually. After multiple trials it was found that at 0.5mm of gap setting there is no leakage in syringe. A gauge filler was provided to line operator to ensure that 0.5mm of gap is maintained while adjusting it. After this adjustment, during ipqc leakage was checked and no leakage was identified. All operators are trained for this method of adjusting gap. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(6) has been listed in MFR site and facility site and the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd discardit¿ ii syringes leaked blood past the plunger stopper during the blood draw. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "also noticed blood leaking into syringe barrel from the seal when being drawn during blood collection. Incident occurred with multiple units."